Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 115 mg/dl at the time of incident. The customer was assisted with self test but pump error occurred. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No generated if minute event is not received from motor processor or the sw watchdog task is not running properly.,noted during testing. However, the formatted history file confirmed pump error line number 24576 and file number 210, problem isolated to electronic assembly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history due to broken trace at pin keypad assembly. The motor was tested outside the device and passed.